Event description:
It was reported that during a meniscus repair surgery, the fastfix t2 implant was not deployed out during the injecting. Upon tighten both implants for the meniscus tear; t2 was hanging out with the suture. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." Without the return of the suture/t construct a root cause cannot be determined for the reported incident.